Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 mini / 2.4.2 / ios_16.6.1.

Event description:
It was reported that pump display was partially lit up. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.